Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows radiolucence and some cysts, it looks subsided posteriorly, therefore loosening and migration can be confirmed.¿ based on the investigation, the root cause was attributed to a patient related issue. The failure was detected due to radiolucency and some cysts around the tibial component. According to the medical assessment performed by the hcp, the tibial component looks subsided posteriorly and hence loosening and migration can be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to persistent pain, tibial luciencies and positive imaging with spect.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to persistent pain, tibial luciencies and positive imaging with spect.